Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model b single use scope was used during a diagnostic bronchoscopy procedure on(B)(6) 2024. During the procedure, visualization was lost and lines displayed across the screen. The scope was unplugged and plugged back in, but visualization was not regained. Another exalt model b scope was used to complete the procedure. There were no patient complications related to this event.